Event description:
Reported blood glucose results of 280 mg/dl with a lifescan meter and 228 mg/dl on a lab device. Performed within 11-20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.